Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the loss of capture was observed on the right ventricular (rv) lead. It was further reported that the lead was reprogrammed and the premature battery depletion was observed on the implantable pulse generator (ipg). Ipg was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.